Manufacturer narrative:
A system checkout was performed at the time of the event. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts returned for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that the clamp was damaged and that a screw was stripped. No patient was present.